Event description:
The patient services representative (psr) of a male patient contacted lifecor customer support to report that she was trying to baseline a patient and the device began to alarm "adjust belt" and then "check belt-see manual". Support had the psr remove the electrode belt from the monitor and then reconnect it. Support asked the psr then take a few manual recordings and download. The download revealed artifact on both channels. The psr exchanged the patient's electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt has been completed. The reported problem was confirmed. The cause of the noise on all leads was an intermittent short in the distribution node. C3 in the distribution nose was shorted to the 5 volt line. This caused the device to think there was no belt attached. The electrode belt was repaired, retested and restocked. The root cause of the shorted connection cannot be positively identified but was likely due to strain placed on the cable which allowed the wire to be forcibly removed from the solder pad. It is likely that when the patient dropped the monitor the electrode belt caught the monitor before it hit the ground. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.